Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test and unable to downloaded to carelink pro or communicated due to blank display. Pump received with minor scratched lcd window and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that blood glucose was high. Customer's blood glucose was 330 mg/dl. Troubleshooting was performed and insulin pump would be replaced per customer's request.